Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia on unknown date. Customer¿s blood glucose value was unknown. Customer stated that the insulin pump had no alarm. Customer stated that doctor immediately treated by add bolus insulin. The device will not be returned for analysis.